Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient that they woke up at 5:30 am to go to the bathroom and had some pain in their bladder. The patient woke up again at 6 am to go some more however they weren't able to urinate much. The patient stated that it was super painful to the touch and they turned their stimulation down to a 0. The patient stated they were able to go a little bit again. The patient then reported they got up at 9 am and they were able to urinate a lot. The patient was worried about the pain they were feeling. The patient was noted to have then turned the device back on and put it at 2.4 as of 9:15 am. The patient was advised to contact their health care professional (hcp). That same day, the patient reported once more that they had been having some bladder pains early that morning. No further complications were reported at this time.